Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited under sensing and high threholds. An x-ray revealed that the lead had dislodged. The lead was capped and replaced during a routine generator change.